Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted nipple sparing mastectomy with bilateral implant reconstruction as part of a clinical investigation (prevent), the patient required prolonged hospitalization. The event occurred after the patient experienced severe pain on the left breast and hemoglobin decreased the night after surgery. The surgeon suspected a post-operative hematoma. The patient underwent a second surgical procedure the following morning for hematoma evacuation from the left breast and prothesis replacement. The operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted nipple sparing mastectomy with bilateral implant reconstruction as part of a clinical investigation (prevent), the patient required prolonged hospitalization. The event occurred after the patient experienced severe pain on the left breast and hemoglobin decreased (hemoglobin 9.6g/dl at 01:00 am and hemoglobin 7.6g/dl at 06:00am) the night after surgery. The surgeon suspected a post-operative hematoma. The patient underwent a second surgical procedure the following morning for hematoma evacuation from the left breast and prothesis replacement. The existing scar was used as the entry point to remove the hematoma and prothesis. During the second surgery, there was a blood loss of 1000ml, which required a blood transfusion of 556ml. Hemostasis was confirmed. The hematoma was classified as clavien-dindo grade iiib. The hematoma was not located on the dock site of the da vinci system. The patient has been discharged and there is no concern about the event causing any long-term complications for the patient. The initial robotic surgery was completed as expected. No fragment fell into the patient. No malfunction of the da vinci system or instrument has been reported.